Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple doors opened when nurses attempted to pull an antibiotic/bag combination. Customer stated that, when prompted to pull a medication, two different tower doors opened with two different bags to choose from, even though only one should have opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two different tower doors opened with two different bags available for selection, whereas only one door should have opened. A field service engineer scrubbed both of the tower door boards, as well as replaced all of the latches on the right side to resolve the issue. The system functioned as intended after the field service engineer repaired the device.